Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak and the patient attempted to loosen and tighten the transfer set connection to resolve it. The renal therapy services (rts) agent assisted the patient with clearing the alarm. During the follow up, the patient could not confirm the cause of the leak or the exact location. The transfer set was new and the patient stated that they performed therapy with no issues after they re-set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.